Manufacturer narrative:
The complaint of loss of capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Mandatory medwatch form (B)(4) received.

Event description:
It was reported that the patient experienced syncope, fell, hit his head and was brought to the emergency room. The patient reportedly had a history of syncope and his implantable cardioverter defibrillator system had previously exhibited loss of capture. The patient was admitted to the hospital's surgery department to address issues with lead placement and implantable cardioverter defibrillator device nearing end of life. The device and right ventricular lead were explanted and replaced successfully. No other complications reported.